Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood splatter/leakage or sample leakage from the device other than the insertion site or needle/sleeve. The following information was provided by the initial reporter. The customer stated: "the health care provider connected the luer adapter to non-bd's butterfly needle and performed blood collection. Blood then leaked from the connection between the adapter tip and the butterfly needle."

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood splatter/leakage or sample leakage from the device other than the insertion site or needle/sleeve. The following information was provided by the initial reporter. The customer stated: "the health care provider connected the luer adapter to non-bd's butterfly needle and performed blood collection. Blood then leaked from the connection between the adapter tip and the butterfly needle."

Manufacturer narrative:
H.6. Investigation: bdj received 28 unused samples and subjected them to a visual inspection after attaching holders. Bdj stated that there was no damage or deformation observed which may have caused blood leakage. 9 photos were provided by bdj and the luer adapter devices appear to have no visible defects, therefore this complaint is not confirmed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure from the samples and photos received. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. H3 other text : see h.10.